Event description:
It was reported that the catheter was being removed from the pt's femoral on the orthopedic floor by the practioner. During removal, the bare metal of the coil was observed and it was further documented that the catheter began to unravel and was removed intact. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.